Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 10/26/2017 returned test strips produce high readings. Most likely underlying root cause of high readings are due to improper storage: strips left outside of vial for an extended period of time. (B)(4). Note: manufacturer contacted customer on 10/23/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 72 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the basement. The test strip lot manufacturer's expiration date is 01/27/2018 and open vial date approximately three weeks ago. The meter memory was reviewed for previous test result history: result 1 : 290mg/dl date:(B)(6) 2017 time: 2:22pm fasting, result 2 : 426mg/dl date: (B)(6) 2017 time: 8 :56 am fasting, result 3 : 237 mg/dl date: (B)(6) 2017 time: 11:29 am fasting, result 4 : 380 mg/dl date: (B)(6) 2017 time: 11:11 am fasting, result 5 : 348mg/dl date: (B)(6) 2017 time:7:37pm fasting. Customer is concerned with high results. Customer states that on (B)(6) 2017, he tested his blood sugar with the true metrix and it was 426mg/dl, he took 4 units of insulin fast acting novolog and one hour later he started feeling shaky, he checked his sugar with his grandmother's accu- check meter and his sugar was 42mg/dl fasting. He took a few glucose tablets and felt better.